Manufacturer narrative:
Correction: it was later discovered that this report was a duplicate to 2124215-2010-08717. The lead was returned and linked to report number 2124215-2010-08717 which will include the completed analysis and final report.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead was attempted and removed due to high impedance measurements at implant. It was reported that the suture tie down was causing the issue. A new lead was successfully implanted and no adverse patient effects were reported.

Event description:
Correction: the lead exhibited high out of range impedance measurements one year and six months post implant. It was reported that the suture tie down was causing the issue. This lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.